Event description:
The account states hemoglobin and hematocrit values are not matching on the cell-dyn 1800 analyzer. A patient specimen generated a hgb result of 9.9 g/dl and a hct result of 31.3%. The specimen was retested with the following results: hgb 8.6 g/dl, hct 27.1%, hgb 12.8 g/dl, hct 39.6%. The account stated the low, normal and high controls were within range. The patient specimen was not sent out for further testing.